Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the presenting electrogram (egm) showed the s marker was not aligned with the qrs. Boston scientific technical services (ts) discussed that a delay in processing from the server can occur at higher elevated rates. Ts noted that the sensing is appropriate and there is no impact to therapy. It was further discussed that if another interrogation was performed, the markers likely would line up as appropriate. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.